Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 36 mmol/l. Troubleshooting found insulin was able to exit with a manual prime and there was no leaks present on the insulin pump. It was also found the customer had no delivery alarms on their insulin pump. The customer was also advised their insulin pump was working as designed. Customer also stated they did not have a bent cannula or any site issues with their infusion set. Customer was advised to monitor their blood glucose and insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.